Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's handheld was unable to interrogate the device. It was reported that the physician tried using three different handhelds, but all were unsuccessful. Further troubleshooting was performed which identified the handheld serial cable as the issue. It was reported that the patient was able to be interrogated using another programming handheld. A new serial cable was provided to the physician. It was reported that no misuse of the device is believed to have occurred. The physician's office believes that the non-functional serial cable was thrown away.